Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the surgeon observed a reddish tint and horizontal lines in the right eye of the high resolution stereo viewer (hrsv) when the camera head cable was moved. The patient was under anesthesia for approximately 45 minutes when the surgeon made the decision to abort and reschedule the planned surgical procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of april 22, 2010, there have been no reported recurrences of the issue at this hospital.